Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. On (B)(6) 2015-(B)(6), ventricular tachycardia non-sustained episodes with evidence of lead noise oversensing. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited oversensing of possible external source electromagnetic interference (emi). It was also reported that the right ventricular (rv) lead exhibited non-physiologic oversensing and noise. The device and lead remain in use with continued monitoring. No patient complications have been reported as a result of this event.